Event description:
Customer reports administering insulin at approx 5:30 in the evening and then receiving a result of 160 mg/dl on her freestyle blood glucose monitor before going to bed. She then reported experiencing a hypoglycemic event in the middle of the night. Paramedics were called, and an intravenous treatment was administered in order to stabilize glucose levels. After IV treatment, customer's glucose registered at 71 mg/dl.